Event description:
It was reported the battery had premature depletion. The battery was not holding a charge and was jolting. The patient reported a shocking and jolting sensation. Impedance testing was performed (results not reported) and surgical intervention was required. The battery was explanted on (B)(6) 2014 and replaced with a different product. No complications were associated with this event. The patient¿s status was noted to be alive with no injury at the time of this report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient was doing great and was doing really good with the therapy as well. There were no other issues since the replacement of the implantable neurostimulator.

Manufacturer narrative:
Analysis of neurostimulator model 37714, serial # (B)(4) showed no significant anomalies and was functionally okay.

Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.